Event description:
Customer reported differences in his sensor glucose and blood glucose reading. The customer's blood glucose was 122 mg/dl at the time of the call. Troubleshooting occurred for sensor glucose and blood glucose differences. Customer recalled an incident where his sensor glucose was 55 and blood glucose was 180. Troubleshooting did not find any physical damage to the sensor. The customer was advised to monitor the issue. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.